Manufacturer narrative:
Per the local coordinator, the sample is not available for evaluation.

Event description:
The local complaint coordinator sent notification of the following complaint to the corporate product complaints mailbox: a leak was found at the root of the port which caused contamination. No additional information is available at this time. If additional information becomes available, a follow-up report will be submitted.